Event description:
It was reported that the patient was admitted to the emergency room following a fainting episode and fall. The patient reported bruising, pain described as a sharp, burning sensation, discomfort, difficulty walking, and inadequate stimulation.